Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had a blood glucose (bg) level in the 500s mg/dl and was in diabetic ketoacidosis (dka). The customer attempted to lower bg level with a correction bolus. The customer was transported to the hospital via ambulance. The customer was pregnant and reportedly went into premature labor due to the high bg and subsequently miscarried. The customer was treated with an insulin drip and a liquid diet. The high bg and dka were resolved and the customer was discharged on (B)(6) 2016. The customer reported no permanent physical damage; however, suffered from depression due to miscarriage. The customer believed the pump was the cause of the hospitalization; however, did not specify the exact issue and could not recall the any specific details of the events prior to the hospitalization. The customer discontinued use of the pump due to the hospitalization and reverted to manual injections. However, the pump was later noted to be unresponsive and was unable to be turned back on.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: high blood glucose (bg) levels were confirmed on (B)(6) 2016. Eight bolus requests were made on (B)(6) 2016. User made bolus requests without entering current bg level, which would have allowed the customer to add correction insulin to a bolus. Basal rate was set at 1.2 u/hr for most of the day and adjusted up to 1.3 u/hr at 5:18 pm. There were no obvious requests or deliveries that would cause high bg levels. There was no failure detected related to the high bg levels.